Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large suturecut needle driver (lsnd) tip did not close, and the cable was damaged. The instrument was not used on the patient. The customer used a backup lsnd instrument to resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not related to the left/right motion of the grips but slightly was related to the up/down motion of the wrist. There was no instrument collision and no fragment that fell into the patient¿s anatomy as the issue occurred prior to procedure. The patient information was not provided.

Manufacturer narrative:
The large suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the provided image was performed and it appears that the instrument had a broken pitch cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The large suturecut needle driver instrument was analyzed and found to have blade damage at the midpoint of the blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.